Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A revision procedure was performed and the ra lead was repositioned. At this time, no adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should and an amended report submitted further information be provided.